Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse could not confirm the leak. The fse did observe the instrument generated an error condition of voteouts (non-numeric results) for the differential parameters. The fse determined the cause of the voteouts to be a loose cable on the differential mixing motor. The operator was wearing a lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and did not observe a leak or error and was unable to replicate the leak after startup. The fse identified that the instrument was generating an error condition of voteouts (non-numeric results) for the differential parameters. The fse determined the diff (differential) mixing motor was not mixing properly because a cable was loose. The fse reconnected the diff mixing motor and the instrument ran without voteouts on the differential parameters. The instrument was running without leaks or errors following the service. The repairs were verified per established procedures. (B)(4).